Event description:
Litigation papers allege:on or about (B)(6), 2009, patient was implanted with a depuy pinnacle hip implant on his right side. Following his surgery, patient began suffering from pain and discomfort in his hip. On (B)(6), 2009, patient was revised.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. The doi and dor were stated. Litigation also mentioned that the patient suffers from high metal ion levels. Therefore, an unknown cup and head will be reported. The complaint has been updated accordingly. There is no new additional information that would affect the investigation. Update - (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip) middle initial, dob and weight added. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(6) 2012 - patient fact sheet was received, which identified part/lot and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. File being reopened as product/lot information received.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2775078 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Medical records and x-rays were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).